Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Procomfort super, vaginally for menstruation (frequency, lot number and expiration date unspecified). About six months ago while removing the tampon she noticed that it came apart and left pieces of the absorbant material behind. The action taken with the device and the outcome of the event was unknown. This report had non-serious event. The company causality was assessed as related. This report was considered as reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 30-oct-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Procomfort super, vaginally for menstruation (frequency, lot number and expiration date unspecified). About six months ago while removing the tampon she noticed that it came apart and left pieces of the absorbant material behind. The action taken with the device and the outcome of the event was unknown. This report had non-serious event. The company causality was assessed as related. This report was considered as reportable malfunction case in the united states. Additional information received on 04-oct-2013 the consumer did not provide a lot number with the complaint. The returned sample had not been received as of 04-oct-2013. Based on the information available, this device was used as intended for treatment. A review of the trending data by product family and subject code revealed no unfavorable trends. Non conformances were recorded for loose fibers that could potentially lead to the issue reported by the consumer. The manufacturing date could not be determined because the consumer did not provide a lot number with the complaint. Based on the investigation results, no assignable cause was identified. Trends would continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.